Event description:
It was reported that high pacing impedance, high capture thresholds and a fracture was observed on the right atrial (ra) lead. The ra lead was capped (B)(6) 2023 and replaced. The patient was stable.